Manufacturer narrative:
Additional information is provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company service representative examined the associated system with the system meeting all product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no ultrasound. Additional information has been requested.